Event description:
It was reported that when the user advanced the aspiration needle and visualized it inside the lesion, then tried to pass it inside the lesion, the needle was not moving. In order to extract the needle without injuring the patient, the user had to break the needle at the distal end. The reported event occurred during diagnostic bronchoscope ultrasound while performing a mediastinal lymph node puncture and the procedure had to be terminated. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation, however, a video showing the needle operation check after the malfunction was provided and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the reported event occurred due to the needle tube becoming detached from the aspiration port. Due to the sharp angulation of the endoscope, the sliding resistance of the needle tube increased, resulting in the needle slider not moving smoothly. Although the needle slider was not operating smoothly, it was forcefully pulled to retract the needle. As a result of the strong pulling force an excessive load was applied to the needle tube fixation part at the aspiration port, causing the needle tube to become detached from the port. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.